Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated to the passive backplane and proper voltage was confirmed during the service call. The system was tested and found to be working as intended and put back into service.